Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a chemoembolization procedure. As the patient has had prior procedures in the target access site, there was a small amount of scar tissue noticed at the access site, but there was no difficulty with insertion of the sheath or the proglide. After deploying and removing the needles, there was no suture present indicating a cuff miss had occurred. The device lever was returned it its original position closing the foot. The device was slowly withdrawn and the guidewire was re-inserted. Upon device removal, the suture, link suture and knot were clearly visable. Another proglide device was inserted over the wire and was successfully deployed achieving complete hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a more definitive cause for the reported cuff miss. A cuff miss can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all proglide devices undergo visual and functional testing. A failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body may also contribute to a cuff miss. A cuff miss can be caused by tissue being too thick, scar tissue and/or other anatomical conditions. The patient was reported to have a small amount of scarring at the access site and may have been a contributing factor to the cuff miss. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no related similar incidents for this lot. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.